Manufacturer narrative:
Concomitant device: -- 1884004hr: blade 1884004hr tricut 5pk m4 4mm rotata, lot hg1s1kh manufactured: 2017-04-03, use before: 2021-04-03, (B)(4). Product evaluation: analysis results are not available; devices not returned for evaluation.

Event description:
The physician reported that "2 days after fess sinus surgery" the patient "blew her nose and a small piece of metal was dislodged." The piece appeared to be the tip of one of the blades used during the procedure. No malfunction of either blade was noted during or following the procedure, there was no difficult anatomy or maneuvering required, and, no fragments were seen or found in the patient during a post-op endoscopy. The physician is unable to confirm which of the 2 blades used during the procedure is the one that broke; there was no alleged malfunction on the second blade. It was confirmed that there was no patient injury.